Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to emergency room and get hospitalized on 7 april due to skin reaction. Customer stated that they received medical treatment as a result of the site issue. Customer was treated with the antibiotic for skin reaction. The sensor will not be returned for analysis.

Manufacturer narrative:
The information was not provided about concomitant in concomitant reporting section with the initial report. The correct information has been included with this report.